Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 404 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with infusion set and reservoir change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.